Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip-up fenestrated grasper instrument had a broken jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the jaw was not broken. One of the jaws seemed to be out of control of the cables as it had free movement and was not responding to the master tool manipulators (mtms). No material broke off/detached from the portion of the device that enters the patient.

Manufacturer narrative:
The tip-up fenestrated grasper has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.